Manufacturer narrative:
Additional information: the lesion had 30% stenosis in the proximal third right coronary artery. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was noted while advancing the device to the lesion. Image analysis: one still image taken of a computer screen shows a severely deformed stent on a balloon. Complaint can be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: please note that this device (onyx trustar) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (onyx frontier). PMA# added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a detachment on the hypotube occurred during withdrawal of the device from the patient which was removed using a snare via femoral access. Removal difficulties were encountered. The balloon failed to inflate with sub-expansion of its distal third, without being able to release the stent from the balloon, which is why it was being pulled. The device managed to reach the aorta. A second right femoral access was performed with a 9f introducer, with a 6f jr guiding catheter and a retrieval snare. Resistance was not noted during withdrawal of the device and excessive force was not used. The device was not kinked and re-straightened during use. No further patient complications have been reported as a result of this event. B1, b2 and h1 updated. Correction PMA number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with a detachment on the hypo-tube. A kink was evident on the hypo-tube distal to the detachment area. The hypo-tube material was oval and jagged on both sides of the detachment site. The stent is deformed and stretched along the balloon and distal to the balloon. The tip is also deformed. Correction: phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion had no tortuosity, mild to moderate calcification with 30% stenosis in the proximal third right coronary artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx trustar coronary drug-eluting stent experienced deformation in vivo during positioning/advancement. The device was inspected with no issues noted prior to use. The procedure was completed using a similar model device of same specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Image review: one still image taken of a computer screen shows a severely deformed stent on a balloon. Stent deformation can be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.